Manufacturer narrative:
(B)(4).

Event description:
It was further reported that target lesion #1 was a de novo ostial lesion and target lesion # 2 was a de novo lesion. The study stent was overlapped with a previously placed unknown stent. On (B)(6) 2013, patient's readmission due to congestive heart failure was treated with medication.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that the patient underwent CABG x 3: lima to lad, svg to 2nd om and 1st rpl corrected from CABG x2. The patient was discharged on aspirin and clopidogrel. Additionally, in june the subject presented with postpericardiotomy syndrome and left pleural effusion and was admitted on the same day. The subject underwent thoracentesis to treat the pleural effusion. Three days later, the events were considered resolved without residual effects and the subject was discharged on the same day. Eight days later the subject was readmitted due to congestive heart failure (diastolic dysfunction). The event is recovering/resolving. Four days later the subject was discharged. In the opinion of the physician, these events were not related to the stent.

Event description:
(B)(4). Same patient as 2134265-2013-00640. It was reported that post coronary stenting treatment procedure, myocardial infarction occurred. In (B)(6) 2012, the patient presented due to chest discomfort radiating towards the neck and nuclear stress test revealed a mild reversible posterior wall abnormality consistent with ischemia. The patient was diagnosed with stable angina and was referred for cardiac catheterization. The index procedure treated the ostial target lesion located in the proximal left circumflex artery with 95% stenosis and was 10 mm long with a reference vessel diameter of 2.5 mm. This was treated with pre-dilatation and placement of a 2.50 mm x 16 mm ion us coa stent. Following post dilatation residual stenosis was 9%. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, patient presented to emergency with constant sub sternal pain radiating to the left arm associated with nausea and shortness of breath and subsequently hospitalized on the same day. The patient¿s troponin values were found to be elevated and the site reported an event of mi. It was observed that the patient experienced recurrent chest pain and ischemic symptoms. ECG revealed non q wave mi with st depression. Five days later, coronary angiography revealed 90% proximal edge stenosis in the second obtuse marginal and 90% stenosis in the right posterior lateral artery. Patient underwent CABG x2 (sequential y graft second om and right posterior lateral artery). Medication was also given to treat this event.

Manufacturer narrative:
(B)(4).